Event description:
Adverse event reported related to an interruption in therapy due to an unresolved alarm event reported: the pump was infusing normal saline (rate unspecified) on channel 1, dopamine (rate unspecified) on channel 2, and neo-synephrine (rate unspecified) on channel 4. It was reported that approx 30 minutes after transferring the pt from the recovery room to the ICU, the pump went into a "distal occlusion" alarm event. Specific channel or channels that were alarming is unknown. Attempts to resolve the alarm event, including changing the administration set and re-starting the peripheral intravenous, were unsuccessful. It was reported that the pt's blood pressure was 120/60 when pt was transferred from the recovery room. After the interruption in therapy, the pt's blood pressure dropped to 60/30. A cardiac arrest code was called. The pump was replaced during the code and the infusion resumed without alarm event. It was reported that after the infusion resumed, the pt's blood pressure returned to an acceptable limit. Though requested, there was no additional info available.